Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system - controller d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2022 / serial or lot#: (B)(6). D9: no h3: no h4: mfg date: 18-may-2021 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a routine clinic visit, logs demonstrated a history of motor starts outside the typical range. It was also seen that the ventricular assist device (vad) exhibited low flows. The controller exhibited unexpected losses of power and upon restart, the vad exhibited corresponding motor starts with parameters outside the typical range. The patient stated they were not disconnecting the power sources during all events, and intermittent disconnects on port 1 were suspected. Log files were reviewed and submitted, and hospital staff attempted to replicate a power-off event by manipulating cords but were unable to do so. The clinical specialist attempted replication in clinic and initially was unable to replicate the event, but later heard the controller beep with power source recognition. Clinical engineering assessed the logs and noted consistency with disconnects occurring on port 1. Options were discussed with the physician, and a controller exchange was performed. No patient complications have been reported as a result of this event..